Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: acquired deformity, breast cysts, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient who underwent a breast augmentation revision surgery with unspecified mentor gel breast implants experienced breast implant rupture on the left side confirmed by ultrasound and MRI and complicated by granuloma formation in the left axilla region. It was also reported that the patient developed late onset seroma and capsular contracture of an unspecified baker grade in the left breast. No information was provided regarding testing of the seroma fluid. It was also reported, per MRI report, that the patient developed cysts in both breasts, and possibly also developed a fibroadenoma in the right breast. At this time, the results of pathology report have not been provided. It was also noted that the patient has a pectus deformity and asymmetric inframammary low fold location. As a result, the patient underwent bilateral explantation and replacement with allergan breast implants on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-07347 for the contralateral event.